Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The OEM pcb was replaced to resolve the reported problem. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.